Event description:
Literature title: rotational stability of three toric intraocular lens platforms in patients undergoing repositioning surgery. A comparative retrospective study was done to evaluate the rotational stability of three toric intraocular lens (tiol) platforms in patients undergoing repositioning surgery. A total of 2,598 eyes implanted with tiols underwent cataract surgery and were implanted with either acrysof tiols (n=1,179 eyes), at torbi/lisa tiols (n=954 eyes), or tecnis tiols (zct/zmt) (n=465 eyes). In the tecnis tiols group, 18 eyes underwent repositioning surgery due to postoperative tiol misalignment of =10°. The mean tiol misalignment degree before repositioning surgery in the tecnis group was 31.61 ± 20.84°. After repositioning surgery, the tecnis iol misalignment were reported as 3.44 ± 2.38° with a range of 0-7° this report is for zct iol.

Manufacturer narrative:
Section a2: age/date of birth (months): ages are 62.22 ± 14.28. Section a3: sex/gender: (male: female): information unknown, not provided. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 25 july 2025. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3-other (81): the device was not returned for analysis. The serial lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. A copy of the article is provided with this report. Citation: honglei li, dongle liu, jiajun sun, jingwen zhang, yingli teng, jing gao, xiaoming wu, rotational stability of three toric intraocular lens platforms in patients undergoing repositioning surgery, (2025), ophthalmic res; issue & volume: 68:466¿474.